Event description:
The customer reported approximately ten (10) milliliters of fluid leaked from the probe wipe block while analyzing patient samples in primary mode involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the ground wire connected to the manual aspiration bar was restricting the probe wipe block travel causing the rinse block to leak fluid. The fse rerouted the ground wire and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the ground wire on the aspiration bar which restricted movement of the probe wipe. (B)(4).